Event description:
The customer reported to vyaire medical that the 3100a ventilator will pressurize to 15cm h2o water but will not increase above that when adjusting pr3. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Furthermore, the cap diaphragms swapped and stated that pr3 is more than likely damaged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.